Event description:
A us distributor reported that a patient was experiencing falloff test failures.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. Upon investigation the electrode belt was unable to complete incoming functional testing. The cause for failure was isolated to the white wire in the ECG "c&d" cable was pinched. The root cause for the pinched wire could not be positively identified. There was no adverse event that resulted from the damaged belt.